Event description:
An issue was reported where the pump was displaying a fill estimate that differed from what was expected. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.